Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was around 300- 400 mg/dl for the past day. Customer reported that it was not coming down. Customer declined troubleshooting. Patient will call back to troubleshoot. The insulin pump will not be returned for analysis.